Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 309 cm from the tip of the fiber connector to the end of the end of the exposed glass tip. The exposed glass measured 1 mm and the remaining was detached/separated. Examination under magnification confirmed the pattern of the tip was consistent with a fracture. The light from the sma connector was bright and round, indicating no fracture within the fiber connector. When connected to the laser console, the following message was displayed: "applicator has been used 0 times." No other problems with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the fiber rfid was able to be recognized and indicated the fiber had not been used. Additionally, the exposed glass tip measured 1 mm and the remaining was detached separated. It is likely that procedural handling of the fiber during set-up or use contributed to the fiber tip detachment. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in laser lithotripsy for stone fragmentation procedure in the urinary tract performed on (B)(6) 2021. The laser unit used was an auriga laser console. During the procedure, there was a failure in the holmium fiber because the auriga did not recognize it. The team tried twice to connect it and the same problem occurred. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber tip was detached.